Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips do not reload with the er320 when firing. Another device was used to complete the case. There was no consequence to the pt.